Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker presented with syncope and bacteremia. It was suspected that the pacemaker was infected. It was noted that the patient was not pacemaker dependent. A revision was performed, and the pacemaker, right ventricular (rv) lead, and non-boston scientific right atrial (ra) lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient with this pacemaker presented with syncope and bacteremia. It was suspected that the pacemaker was infected. It was noted that the patient was not pacemaker dependent. A revision was performed, and the pacemaker, right ventricular (rv) lead, and non-boston scientific right atrial (ra) lead were explanted. No additional adverse patient effects were reported.